Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed the device was returned in the latched position without eschar or blood buildup on the jaws of the device. During functional testing, engineering confirmed that the handle would not disengage and return to unlatched position. They observed that a component that allows the trigger to be engaged to the handle was bent. Engineering readjusted the shape of the component and found that the trigger was able to engage and disengage as intended. The root cause of the event was due to a bent component within the trigger of the handle. If the handle is immediately actuated before completely unlatching, there exists the possibility of the component becoming bent and thereby causing the handle to become stuck. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic sigmoid resection- "after the first couple of seals, the device got stuck. It was impossible to open the device. It was during the first few steps of freeing the adhesions. Since the blade still worked, the handpiece came of the tissue after cutting." Patient status- no patient injury or illness occur associated with the event